Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a colonic stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment a stricture due to colon neoplasia. The stricture was located in the colon and was 8 cm in length. The complainant noted that it is possible that the patient anatomy was tortuous. During the procedure, the stent system was positioned at the target lesion. When the physician attempted to deploy the stent by withdrawing the handle, the outer sheath detached from the handle. Due to this, the stent was unable to be completely deployed and the stent system was moved out of the correct position. The stent was retracted into the delivery system and was removed from the patient fully reconstrained. The physician deployed the stent after removing the device from the patient. The procedure was aborted as a result of the lengthened procedure time due to the device malfunction. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that some of the polytetrafluoroethylene (ptfe) coating to be detached from the inside of the outer sheath, this is now considered a reportable event.

Manufacturer narrative:
(B)(4) for the evaluation findings of stent catheter delamination. A visual examination of the returned device found that the stent had been deployed from the device and was returned. No issues were noted with the deployed stent. The outer sheath had been moved distally over the tip so that the outer sheath was located 19 mm distal to the distal end of the tip. The outer sheath was kinked at several locations along its length. The distal handle was detached from the outer sheath and the outer sheath was stretched for a distance of approximately 220 mm distal to the handle break. The inner shaft was kinked at several locations along its length. During a functional evaluation, the outer sheath was unable to be moved proximally or distally. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that a review of all available information failed to indicate a root cause or probable root cause. Therefore, the most probable root cause is undeterminable.